Event description:
It was reported that an (B)(6) patient was implanted with a dual-chamber pacemaker for symptomatic sick sinus syndrome. The implantation procedure itself was difficult (115 minutes skin-to-skin time) owing to multiple repositioning of the boston scientific right ventricular (rv) lead because of right ventricular low voltage at the entire septum. Postprocedural measurements and echocardiography were satisfactory, but the patient complained of breath dependent thoracic stabbing immediately after implantation. On the first postoperative day, symptoms were decreasing, but the echocardiographic control showed a minimal pericardial effusion without hemodynamic relevance. After three weeks of intermittent symptoms, a computed tomography (CT) scan of the thorax was performed, which revealed a pericardial effusion and a perforated atrial electrode tip. The oral anticoagulation was reduced to two weeks of low-dose 2.5 mg apixaban (owing to low risk of thromboembolic events), which resulted in regression of the pericardial effusion. After resumption of full-dose novel oral anticoagulants, relapse of the effusion was observed, so that finally extraction of the non-boston scientific atrial lead was performed, as well as a drainage of the stable pericardial effusion. A total of 900 ml of brownish tinted transudate was drained and revealed a dressler syndrome. The patient was free of complaints and, after three months of prednisolone and colchicine therapy, without recurrence of effusion. No additional adverse patient effects were reported.

Event description:
It was reported via a literature review article that an 82-year-old patient was implanted with a dual-chamber pacemaker for symptomatic sick sinus syndrome. The implantation procedure itself was difficult (115 minutes skin-to-skin time) owing to multiple repositioning of the boston scientific right ventricular (rv) lead because of right ventricular low voltage at the entire septum. Postprocedural measurements and echocardiography were satisfactory, but the patient complained of breath dependent thoracic stabbing immediately after implantation. On the first postoperative day, symptoms were decreasing, but the echocardiographic control showed a minimal pericardial effusion without hemodynamic relevance. After three weeks of intermittent symptoms, a computed tomography (CT) scan of the thorax was performed, which revealed a pericardial effusion and a perforated atrial electrode tip. The oral anticoagulation was reduced to two weeks of low-dose 2.5 mg apixaban (owing to low risk of thromboembolic events), which resulted in regression of the pericardial effusion. After resumption of full-dose novel oral anticoagulants, relapse of the effusion was observed, so that finally extraction of the non-boston scientific atrial lead was performed, as well as a drainage of the stable pericardial effusion. A total of 900 ml of brownish tinted transudate was drained and revealed a dressler syndrome. The patient was free of complaints and, after three months of prednisolone and colchicine therapy, without recurrence of effusion. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis, and so analysis of the lead could not be performed. There was not enough information provided in the initial report to confirm the product allegations. Product analysis will be updated should the product be returned. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. After re-review of the complaint, it was identified that the perforation, pericardial effusion and subsequent intervention were associated with a non-boston scientific lead. The only identified involvement of a boston scientific product was in the positioning difficulty in the initial implantation, which is considered a non-reportable incident. Subsequently, the following corrections have been made to this report. Correction to field h6, patient codes and impact codes, updated to e2403: no clinical signs, symptoms or conditions and f1908: prolonged surgery, respectively. Correction to field h1, type of reportable event, updated to malfunction. Correction to field b1, adverse event/product problem, updated to product problem. Correction to field b2, outcomes attributed to adverse event, updated to not applicable (na).